Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during patient use. There was no report of patient injury.

Manufacturer narrative:
A quote for diagnostics by ge healthcare was presented to the customer. The customer did not approve the quote. No further information is available. A